Manufacturer narrative:
Actual device evaluated by simulated use testing, which confirmed the reported issue. Disassembly and further evaluation determined that a failed vacuum sleeve was the cause of the shaft frosting.

Event description:
During the testing mode, the shaft frosted. It was removed from the field. Probe was not inserted into patient.